Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer blood glucose level was 500 mg/dl at the time of incident. The customer stated that an error occurred during electrical treatment in orthopedics and the delivery stopped, the time setting screen had been displayed, so the customer set the date and time, but when action was pressed, the status screen was displayed, and it was set many times, but the date was reset. The customer had removed the battery and reset it once, but there was nothing being improved. The insulin pump will not be returned for analysis.